Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer generally changed out the cartridge when the alarm occurred and insulin delivery was resumed. Blood glucose was as high as in the 400's (mg/dl).